Manufacturer narrative:
(B)(4). Per the subsidiary site: they told me this roller is new, the roller never was used, but they bought three years ago. Calibration of the occlusion was performed with the method of falling water column with silastic tubing (B)(4) inch obtaining a (B)(6) of (B)(4) inch in (B)(4) minute, which is considered the ideal level of occlusivity and water recirculation is started by a period of (B)(4) minutes. After this time, the occlusivity is evaluated again showing that the water column does not drop. Subsequently, calibration of the occlusion is performed with the method of the falling water column with the manufacturer polyvinyl chloride (pvc) tubing (B)(4) inch obtaining a (B)(6) of (B)(4) inch in (B)(4) minute which is considered the ideal level of occlusivity and water recirculation is started for a period of (B)(4) minutes; after this time, the occlusivity is evaluated again showing that the water column does not drop. It checks the distance roller to roller and it is determined that the distance between them is at (B)(4) inches, therefore, distance was within the limits of tolerance set as the permitted range (B)(4) in; but even with this level of calibration, the roller pump was presenting this phenomenon. At the end, we could watch that the distance roller to roller, which was (B)(4) inches, showed no change in measurements before and after testing recirculation. Repairs will be made in (B)(6), if the spare parts are needed after the replacement, the subsidiary site will send to the manufacturer.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the roller pump was occluded and lost calibration. The device was not changed out, but the user facility is now using centrifugal pump in all cases. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: according to the manufacturer subsidiary technical service engineer, during cpb, the arterial roller pump occlusion "lost calibration" and the user found that the pump was over occluded. The perfusionist (ccp) noticed a drop in flow with the over occlusion. The ccp adjusted (reduced) the occlusion and continued to use the pump for the case. There was no impact to the patient as a result. The subsidiary has advised the user facility not to use the roller pump until it is repaired, as a result they are using a centrifugal pump until repair can be made. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) observed the roller pump to function properly with no loss of calibration or change in occlusion throughout evaluation. The pst connected roller pump to system-1 (aps1) power supply and powered on pump. He opened the perfusion screen and assigned the pump as arterial. The pst installed tubing, adjusted for optimal occlusion using water drop method and started the pump in forward direction. He operated the roller pump overnight and rechecked occlusion using water drop method. The pst observed no change in occlusion. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information: per the follow-up clinical review on 15-aug-2016: manufacturer clinical services (cs) reviewed the reported issue and he has enough information to assess the user's observations. They were using a large system-1 (aps1) roller pump and silicone (silastic) tubing was being used in the raceway. They set the occlusion of the roller pump prior to cardiopulmonary bypass (cpb) by adjusting the occlusion to achieve a fluid drop of one inch per one minute of time. This method of setting occlusion is the method that is described in the aps1 operator manual instructions for use (IFU). After ten minutes of circulation time of the prime solution (prior to cpb), the fluid drop was checked (confirmed) and it was less than the one inch drop previously observed. The pump was checked for correct roller to roller distance and the pump did meet specification. The pump was returned to the manufacturer for testing and assessment, and it met all specifications. But, when the occlusion was set in the test lab (using one inch drop per minute) and then re-checked 15 minutes later, the same behavior was observed in that less than one inch drop per minute occured. Again, there were no functional issues found with the pump assembly. The attached paper was found, per literature search (pubmed) and was published in 2010 in the american society of artificial organs (asaio) journal ( 2010; 56: 12-16). This paper studied the influence of a roller pump on the integrity and nature of silastic tubing. In this study, they observed the same findings in that after the pump had been operated for a period of time, the occlusion had been re-checked (by fluid drop method) and less than one inch drop per minute was discovered. In fact, in each sampling period in the 70 minute test, the fluid drop was less for each subsequent time period. The pumps were checked and no functional issues were found. During this investigational study (in the paper), they found the silastic tubing compression force had relaxed over time. This means the spring effect of the tube wall decreases with time and the available area for the prime solution in the "pump header" decreases with increasing relaxation. Over time, the fluid drop will decrease, even though the roller position or roller to roller dimensions do not change. Full functionality of the pump was found in the aa service depot and the pump meets all specifications. The observations at the hospital are confirmed in the attached study (in asaio) and the decrease in fluid drop appears to be related to a change in tubing compression and not due to a functional issue of the pump.